Event description:
The customer alleged haze/oil mist from their sterrad nx sterilizer. The customer reported the room got cloudy/misty. The customer also reported one male employee had eye irritation and a headache both lasting for three hours. The employee did not seek medical attention.

Manufacturer narrative:
(B) (4) (haze oil mist). Capital equipment, unit evaluated at the facility. Fse found the hose on the oil return not all the way in causing the oil leak. Put the hose back on. Ran a test cycle. Also, completed a zero baratron test. System meets MFR's specs.

Event description:
During product evaluation, failure code 500 occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.